Manufacturer narrative:
This device was thoroughly inspected and analyzed upon receipt at our quality assurance laboratory. At the start of analysis, the device had no telemetry and a memory download could not be performed. The pacemaker (pg) casing show visual signs of battery swelling. Pg casing was removed. Analysis concluded that battery was prematurely depleting due to internal shorting which caused the code 1003 to be displayed and the inability to establish telemetry. This device was built prior to design changes related to this component. Patient code 3191 captures the reportable event of surgery.

Event description:
It was reported that this device recorded a code 1003 indicative of battery voltage too low for the projected remaining capacity. Data analysis showed the battery appeared to be depleting more quickly than expected. This device was explanted and returned for analysis. No additional adverse patient effects.

Manufacturer narrative:
The product has been received for analysis. This report will be updated upon completion of analysis, should pertinent information be provided. (B)(4).

Event description:
It was reported that this device recorded a code 1003 indicative of battery voltage too low for the projected remaining capacity. Data analysis showed the battery appeared to be depleting more quickly than expected. This device was explanted and returned for analysis. No additional adverse patient effects.